Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. The event of "9 x 9 mm lobulated density [...], with apparent cleft, suggestive of an intramammary lymph node" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported right side event of "a 9 x 9 mm lobulated density was noted in the right side breast, situated approximately 9 cm from the nipple, with apparent cleft, suggestive of an intramammary lymph node¿, ¿cyst or small fibroadenoma¿, ¿pain/tenderness¿, ¿dimpling¿, ¿deformity of the right prosthesis¿, ¿leaking implant¿ and ¿benign oriented cyst measuring 7 x 2 x 5 mm, located 3 cm from the nipple.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported right side event of "a 9 x 9 mm lobulated density was noted in the right side breast, situated approximately 9 cm from the nipple, with apparent cleft, suggestive of an intramammary lymph node¿, ¿cyst or small fibroadenoma¿, ¿pain/tenderness¿, ¿dimpling¿, ¿deformity of the right prosthesis¿, ¿leaking implant¿ and ¿benign oriented cyst measuring 7 x 2 x 5 mm, located 3 cm from the nipple.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, a crease fold, wear abrasion, and yellow particles. A leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Health professional reported right side event of "a 9 x 9 mm lobulated density was noted in the right side breast, situated approximately 9 cm from the nipple, with apparent cleft, suggestive of an intramammary lymph node¿, ¿cyst or small fibroadenoma¿, ¿pain/tenderness¿, ¿dimpling¿, ¿deformity of the right prosthesis¿, ¿leaking implant¿ and ¿benign oriented cyst measuring 7 x 2 x 5 mm, located 3 cm from the nipple.¿ device has been explanted.